Event description:
It was reported a pt initially treated with a stent for basilar artery stenosis in 2008, complained of dizzy spells three months later. On approx three months later, proximal basilar artery stenosis of the stent was treated with a gateway balloon catheter resulting in a dissection which was treated with another stent (off label). In addition, during that same procedure, a right pericranial vertebral artery stenosis was treated with another gateway balloon catheter pre-dilation followed by another stent. Final angiogram demonstrated no dissection and pt left the procedure room with no add'l complications. Post procedure, pt had blood transfusion history of anemia and was discharged post-operatively day two.

Manufacturer narrative:
Unk as upn and batch # were not disclosed. In stent restenosis.